Manufacturer narrative:
Siemens investigated the reported event. There was no device malfunction. The plexi-ring has been exchanged by a siemens service specialist. The root cause may be attributed to the failure of the user to secure the patient's arms during the examination as indicated in the device instructions for use. No further action is warranted at this time, however, if additional reportable information is received, a supplemental report will be submitted.

Event description:
It was reported to siemens that during an examination, the patient pushed the plexi-ring of the somatom perspective CT scanner with their left elbow into the gantry. The plexi-ring broke and the patient's elbow was lacerated by the sharp edges of the broken plexi-ring. The laceration was treated in the facility emergency department. The wound was closed, and the patient was released from hospital on the same day. The exact treatment the patient received is unknown at this time (i.e. Sutures, bandages, etc.) Additional adverse patient consequences were not reported to siemens. There was no device malfunction. In case of re-occurrence, a critical injury cannot be excluded completely. In a similar worst-case scenario, if the patient touches the rotating parts inside the CT gantry, more serious injury could occur. This worst-case scenario has never been reported to siemens in the past. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).